Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error that they were unable to clear. The patient's blood glucose at the time of incident was 108 mg/dl. The customer did not recall pressing and holding any button down for longer than three minutes; however, the customer had been experiencing a keypad anomaly all day before the pump had alarmed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.